Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not power on and the keypad needed to be replaced. There was no patient involvement.

Event description:
It was reported that the device would not power on and the keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of pcu keypad would not power on was confirmed. Test results identified that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Device inspection: external and internal inspection were performed on (qty 4 printec p/n tc10013664 and qty 7 tc10010217). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 11 out of 11 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the device would not power on and the keypad needed to be replaced. There was no patient involvement.